Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2014 (B)(6); 694758 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient complained of chest pain post implant of a cardiac resynchronization device. An echo was performed demonstrating a small pericardial effusion and a cardiac computed tomography (CT) scan confirmed a right atrial (ra) lead perforation. The patient required additional surgery to reposition the ra lead as a result of lead perforation. During the procedure, the left ventricular (lv) lead was inadvertently dislodged, and required repositioning as well. The ra and lv leads remain in use. No further patient complications have been reported as a result of this event.